Event description:
Patient reports they are experiencing leakage with IV scig 26g 9mm high flo and states the tubing set is hard to use as well. Lot number was provided by the cvs patient record. Patient is requesting a new infusion set if available. No vials of medication were affected. The product was administered. The product is not available for return. It is unknown if there are any photos. No further information, details, or dates provided. (B)(6).